Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system displayed a message and locked. The cse was completed with an alternate system. Ther was no harm to pt. Additional info has been requested.